Manufacturer narrative:
The subject device was received and evaluated. Device evaluation did not confirm the customer issue as device passed leak test and no leaks were found. Additionally, evaluation noted the device showed issue on the image (intermittent, image flickers, image goes blackout, no image when angulated). Scope connector was inspected and found no fluid invasion. Based on investigation, the reported customer issue was not confirmed. The cause of the reported issue cannot be found. The image issue was noted to be due to damaged component failure attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported the scope failed leak test. The issue was found during reprocessing. Inspection found image blackout, flickers, intermittent with no image during angulation. There was no patient involvement in this reported event.